Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump indicated a low battery, began beeping, and then experienced an unexpected shutdown; the user subsequently connected the charging pad to a wall outlet with a solid green indicator and the pump resumed normal operation. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unexpected shutdown and identified a software problem associated with the seal component. Because the issue self-resolved and the device was not evaluated, cause could not be established.